Event description:
Patient sex: unknown. Procedure type: gastrectomy. According to the reporter: after suturing, the needle fell into the patient cavity. The needle was found and removed; however, the tip broke off and could not be found. No additional information is known about the event.